Event description:
It was reported that the ilet displayed repeated signal loss with a paired dexcom g7, resulting in intermittent communication and gaps in glucose readings; after toggling, readings briefly resumed before signal loss recurred, and the user was advised that the g7 sensor could be faulty and to contact dexcom for replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the cgm, consistent with intermittent communication failure, with involvement of electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.